Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 180 units of insulin, and the insulin gauge displayed an initial accurate fill estimate of over 120 units of insulin in the cartridge. Then, after delivering an unspecified amount, the insulin gauge decreased to a fill estimate of 30 units which was lower than expected. The customer's blood glucose level was 200 mg/dl. The customer confirmed that a new cartridge would be loaded onto the pump.